Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the device due to a diagnostic anomaly. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.